Event description:
This device has an unknown implant and unknown explant date. It was noted on a call to technical services that the patient's device experienced shock lead impedance. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).